Event description:
New information received notes that there was no allegation of lead or device malfunction. However, the issues indicated to be on the device as there was intermittent failure to sense ventricular tachycardia (vt) with asynchronous pacing. Low r-wave amplitude, unsuccessful antitachycardia pacing (atp) therapy and undersensing vt (predominantly post-paced) were also observed on the device. Programming changes were recommended. However, the device was explanted, the lead was capped, and the whole system was replaced on (B)(6) 2019. The patient recovered and was discharged. Related manufacturer reference number: 2938836-2019-13446.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for ventricular tachycardia/ventricular fibrillation in 24 hours and non-sustained episode were seen on a remote transmission. Further review of the stored egms, indicated ventricular undersensing during vt and oversensing noted on the secure sense far-field vector. The rv sensing in normal rhythm is currently measuring very low. Sensing amplitude has been declining since earlier this year. The impedance and threshold measurements are fine. Future action to be taken will be discussed to the patient. The patient¿s condition was stable.